Event description:
It was reported that a patient was implanted with screw on an unknown date in (B)(6) 2013. Patient reported pain due to hardware. The decision was made to remove all hardware on (B)(6) 2015. Procedure was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.